Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing and loss of capture (loc). Surgical invention was performed to remove the lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing and loss of capture (loc). Surgical intervention was performed to remove the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. The helix was found in the extended position and there was blood/body fluid in the lumen. An x-ray revealed no anomalies. The clinical observations of oversensing and loss of capture could not be confirmed by analysis which found normal lead resistance measurements and no conductor fractures or insulation damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.